Event description:
It was reported there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). There was 16% battery remaining at the last check up. Device data confirmed the device is depleting prematurely, and should be replaced. Currently the device remains in service. There were no adverse patient effects reported.

Event description:
It was reported there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). There was 16% battery remaining at the last checkup. Device data confirmed the device is depleting prematurely, and should be replaced. Currently the device remains in service. There were no adverse patient effects reported. Additional information was later received that confirms this device was explanted and replaced. There were no additional adverse patient effects reported. The device is expected to be returned for analysis.

Event description:
It was reported there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). There was 16% battery remaining at the last checkup. Device data confirmed the device is depleting prematurely and should be replaced. Currently the device remains in service. There were no adverse patient effects reported. Additional information was later received that confirms this device was explanted and replaced. There were no additional adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.